Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was located in the circumflex (cx) artery. The physician deployed three taxus express2 8.8% 2.5 x 16 mm drug eluting stents in an overlapping fashion. The first taxus 2.5 x 16 mm stent was placed without incident. The second taxus 2.5 x 16 mm stent was successfully deployed, overlapping the first stent. When the physician attempted to deflate the balloon, it appeared to deflate very slowly. When the balloon was removed from the pt, it was still partially inflated. The physician successfully completed the procedure by deploying the third taxus 2.5 x 16 mm stent overlapping the second stent without incident. There were no pt complications.